Event description:
Customer reported their monitor shorted out and started smoking. It will not turn back on. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Vps rhythm monitor s/n: (B)(6) with accessories was returned. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies. During functional testing , the returned monitor could be powered on, but while booting, multiple failures occurred during the "start up self tests". Troubleshooting determined the dc-dc convertor showed evidence of heat damage and is causing the multiple failures during the "start up self tests". Information provided by the customer confirmed the t-piece t10197 was used with this unit at the time of this issue. The t-piece was investigated and it was confirmed the lemo (main) cable outer jacket was severely abraded and was exposing the shielding, as well as, the inner conductors. T-piece t10197 was not functionally tested as received as damaged lemo (main) cables have been known to cause damage to the dc-dc convertor in previous similarly reported events. The cause of this event is the damaged lemo (main) cable on t-piece t10197. The damage to the lemo (main) cable on t-piece t10197 is characteristic of unintentional aggressive handling by the user. A device history record review performed on the monitor did not reveal any manufacturing or servicing related issues. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer reported their monitor shorted out and started smoking. It will not turn back on. No patient involvement.